Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that while wearing the pod for 4 to 24 hours on the back their blood glucose levels would not come down and they started experiencing shortness of breath, abdominal pain and vomiting. They then went to the emergency room. Patient stated they disposed of the pod. The patient was treated with fluids through intravenous therapy, an x-ray was taken and they had blood work done. The patient was released 3 hours later.